Event description:
It was reported that stent difficulty deploying, profile problem, and balloon difficulty removing occurred. The target lesion was located in a mildly calcified non tortuous left anterior descending (lad) artery. A 2.75x8mm promus element plus stent was selected to treat the lesion. The physician deployed the stent but the middle of the stent was "dog boning" and it would not fully deflate. After multiple different attempts, the physician decided to over inflate the balloon to intentionally rupture it. At about 22-24 atmospheres, the balloon fully effaced the vessel and complied when the physician deflated the syringe. About 10-15 minutes elapsed and the physician noticed that no flow was getting down to the distal part of the vessel. The stent was expanded at that point and the procedure was completed. The balloon was retrieved intact. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Age at time of event: below 18 years old. Device evaluated by MFR: the stent had detached and was not returned for analysis. This is consistent with the event description stating that the stent had been deployed. The balloon wings were not folded indicating that the balloon had been inflated and deflated. No blood was visible inside the balloon or inflation lumen. During analysis the catheter was inflated with water to nominal pressure and subsequently to rbp with no issues noted. The balloon fully inflated and deflated from rbp within 5 seconds. The inflation device was verified at 18 atmospheres (atm) before and after use. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).